Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for routine follow-up, upon interrogation the left ventricular lead exhibited loss of capture. It was confirmed via fluoroscopy that the lead had dislodged into the right atrium. The lead was explanted and replaced without any complications.